Event description:
Initial magnesium result of 2.0 mg/dl for one pt and 6.1 mg/dl on a second pt. Repeat of same sample recovered 6.0 mg/dl and 2.1 mg/dl respectively. The same samples were again rerun, result of 2.1 mg/dl and 44.7 mg/dl respectively. Results were not reported. Samples were sent to reference lab for outside analysis. The field service representative determined the rt1 valve was intermittently not functioning. The instrument was repaired and performance check tests were performed.